Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had delivered shock therapy to treat an arrhythmia, and interrogation following that episode found that device had triggered a code 1004 for shock into a shorted lead condition and code 1007 for charge time exceeded. This indicates that a shock was delivered to treat an arrhythmia, but the energy delivered shorted the device and affected the ability of the device to charge. Technical services recommended replacing the device and lead, however at this time the system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device was unremarkable with no arc mark on the titanium case. Review of the stored memory confirmed a shorted lead indicator occurred before the charge time out error triggered. An x-ray revealed an open plasma fuse consistent with an attempt to deliver therapy through a shorted lead system. Evidence indicates that the error during charge and blown fuse was due to shorted defibrillation lead from another manufacturer.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had delivered shock therapy to treat an arrhythmia, and interrogation following that episode found that device had triggered a code 1004 for shock into a shorted lead condition and code 1007 for charge time exceeded. This indicates that a shock was delivered to treat an arrhythmia, but the energy delivered shorted the device and affected the ability of the device to charge. Technical services recommended replacing the device and lead, however at this time the system remains in-service. No adverse patient effects were reported. Additional information indicated that this device and other manufacturer lead were explanted and replaced. The device was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had delivered shock therapy to treat an arrhythmia, and interrogation following that episode found that device had triggered a code 1004 for shock into a shorted lead condition and code 1007 for charge time exceeded. This indicates that a shock was delivered to treat an arrhythmia, but the energy delivered shorted the device and affected the ability of the device to charge. Technical services recommended replacing the device and lead, however at this time the system remains in-service. No adverse patient effects were reported. Additional information indicated that this device and other manufacturer lead were explanted and replaced. The device was expected to be returned for analysis. No adverse patient effects were reported.